Manufacturer narrative:
(B)(4). Batch #: u5c113. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the handle shrouds partially opened, and with no reload present. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion was noted in to the shaft. No functional testing could be performed due to the returned condition of the device. It is possible that the damaged on the handle shrouds was due to an improper handling of the device. One possible cause for this condition may be the exposure of cleaning solution. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that the surgeon used plee60a for a radical gastrectomy procedure. After resection of duodenum post mobilization, while trying to use the third reload , the endo cutter plee60a didn't work. Surgery was delayed by approximately forty-five minutes, however procedure was successfully completed. Patient consequence was not reported.